Event description:
Event description cpi received information that during a routine follow-up visit, this pacemaker dependent patient experienced an asystolic event when the ipg was programmed to the bipolar mode. The physician reprogrammed the ipg to unipolar and the patient's rhythm was restored. It was also noted that the physician has not attempted to use the ipg in the bipolar mode with high output settings.